Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the device would not part off. The device was removed manually holding thumb switch forward and subsequently cleaned. The device still didn't work properly so another device opened. No patient injury reported. Evaluation summary: the silverhawk was received for evaluation. No ancillary devices or cine images from the procedure were received. The silverhawk was received for evaluation loose and nested in a series of pouches. The silverhawk was received with its cutter driver unit. Sanguine residue was noted in the pressure relief valve. The cutter driver was returned in the off position. The cutter blade was received with the cutter window in contact with distal edge of the cutter window. Sanguine residue was noted in the cutter window. The silverhawk was attached to the cutter driver and the cutter was advanced proximally. The cutter blade exhibits chips in its cutter edge and the distal edge of the cutter window exhibits cutter crash damage.